Manufacturer narrative:
Based on the investigation carried out and per picture and physical sample received, reported defect is confirmed. Manufacturing personnel may be related to the reported defect since the work instruction indicates that personnel must remove the plastic remnant correctly using tweezers in case the remnant is bigger than the permit. If this action is not properly followed, defects such as the one reported in this complaint could occur. Therefore, the root cause was confirmed. In order to detect any issue related to the reported defect during its manufacturing, the device history record should be reviewed. Unfortunately, since the lot number was not provided, we could not identify and locate the respective DHR.

Event description:
It was reported to vyaire medical that the the 001840 - airlife disposable universal oxygen nut and nipple connection has a sharp edge that should not be present. This caused palm laceration to a staff member. Also, the defect was found to be present in multiple pieces (25). They were removed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.